Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was tightly folded. The majority of the strut rows were mangled; only the first proximal row and the first three distal rows were intact and undamaged. The proximal end of the stent was 5mm from the proximal markerband and the distal end of the stent was over the distal markerband. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There was no damage to the stent delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage occurred. A 3.00x12mm omega stent delivery system was removed from the package and it was noted that the stent was crushed. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage occurred. A 3.00x12mm omega stent delivery system was removed from the package and it was noted that the stent was crushed. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.